Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced an unresponsive touchscreen while attempting to confirm the fill tubing step. The issue was resolved by restarting the device through the ilet app. There was no report of end-user harm or adverse event associated with this case.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.